Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, phenomenon 1 was confirmed. It was determined that communication failure occurred due to cable failure (e.g. Internal disconnection), and an intermittent image was displayed, resulting in e221; phenomenon 2: from the device inspection results, the phenomenon, ¿color bars are displayed¿, was not reproduced. Since cable failure was recognized, it was determined that at the customer¿s side, this phenomenon occurred temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the 4k autoclavable camera head had intermittent issues with image loss and goes to color bars, had error e221 (scope communication error), and no image, with (color bars only were displayed) on the monitor during preparation for use in a therapeutic procedure. There was no patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty cable, but the image was present during the inspection. Additional evaluation findings were that the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.